Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this cardiac resynchonization therapy defibrillator (cdt-d), right ventricular, right atrial and left ventricular leads were apart of a system explanted due to an infection. No adverse patient effects were reported following the explant procedure.